Event description:
Patient hip implant was removed and replaced because the implant was broken. The original depuy total hip relacement was 7 years ago.while the depuy srom was the component that broke inside the patient. The howmedica vitalock acetabular component was also part of the implant system.